Event description:
During process of ptca of mid right coronary artery. After inflating balloon within accepted pressures, the balloon would not deflate. It could not be withdrawn but could be advanced. Multiple attempts were made, inflating and deflating balloon but there was always "bubble with dye in balloon. It was finally decided to advance balloon to distal circulation and take pt to emergency open heart surgery.